Event description:
20 ml statlab formalin container lid cracked. Container delivered from westerly urology to westerly hospital histology department. Specimen present in container and test able to be run on sample.